Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported of multiple 2.7mm va locking screws breaking at top of shaft below head. This occurred while in situ. Surgery type: removal va foot plate - 1st mtp fusion plate. No problems reported patient related. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review could not be conducted due the insufficient information¿s. Investigation was not possible due the missing material. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown quantity of unknown 2.7mm va locking screws. Partial catalog number reported as, 0.211.0xx, was reported in the initial report as number, 02.211.011, in error. Without the last two digits of the part number the corresponding 510(k) and additional product codes cannot be determined. The previously reported 510(k) number k100776 and product code hrs are associated with some screws from this product family. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.